Event description:
Philips received a complaint by the customer on the v60 indicating a high o2 alarm. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer did not have o2 connected but saw 86psi o2 inlet pressure. The rse advised the customer to loosen the o2 transport manifold at the o2 inlet port. When the customer loosened the o2 transport manifold, the pressure was released and the o2 inlet pressure went to zero. The rse then advised the customer that one of the o2 tank regulators was defective or adjusted incorrectly which applies high pressure to the v60. The issue was resolved by closing the o2 solenoid valve trapping the high pressure o2 between it and the o2 transport manifold. The customer closed the o2 solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18265.